Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The insulin pump was water proof but she was asking why she got an error in her insulin pump when she go to the pool. Customer when she put a new battery inside she saw a picture of a pump with red x on it and an arrow pointing a book with a question mark. The device will be returned for analysis.